Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer simply cleared the alarm to address the issue. Additionally, the customer received an auto-off alarm. Reportedly, the customer did not interact with the pump within 12 hours of the alarm. Although requested, the customer declined to provide any additional information. There was no reported impact to the customer¿s blood glucose.